Manufacturer narrative:
6/4/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a laparoscopic hernia repair procedure, the instrument broke. The hosp reported that no pt injury had occurred.